Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The customer reported that they implanted an out of date implant into a patient, which expired in (B)(6) 2015. The customer has asked for clarification about the risk of implanting an out of date device. The customer further reported that they have an in house system for monitoring stock dates which are checked periodically in the theatre store and then short dated stock is flagged with a sticker. The stock is also checked immediately prior to use. The surgeon was aware at the point of implantation that the device was out of date but did not have an alternative device of that size and so chose to proceed. In this case the customer believes that a seam on the plastic outer packaging may have obscured the expiry date and as such staff have missed the fact that this was expired stock during their routine checks and did not 'sticker' the box. The packaging for the product in question has been discarded but an image of similar devices with a similar seam in the same place covering the expiry date has been uploaded in attachments to illustrate the reported issue.

Manufacturer narrative:
Referring to the product inquiry, the reconstruction nail r2.0, ti, right t2 recon ø13x380 mm x 125° is the only reported device and thus considered the primary product. The reconstruction nail reported remains implanted. The issue is about an exceeded expiry date and physical examination is not required. Review of the device history records of the reconstruction nail reported did not indicate any conspicuity. The DHR contain a copy of the label set (label for packaging and patient record label); all labels indicate end of shelf life by august 2015 (nominal value). The device reported was documented faultless prior to distribution. In the case presented a reconstruction nail r2.0, ti, right t2 recon ø13x380 mm x 125° was implanted whose sterilization date was exceeded by 16 months (expiration date: 31.08.2015; date of implantation: (B)(6) 2016). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, even in this specific case of exceeded expiry date by 16 months a risk for the patient is not to be expected. A consultant hcp stated that a risk for the patient is not to be expected although an expired nail had been implanted. The expiry date is a theoretical date, which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. There is only a risk of a microbial contamination, if the sterile blister packaging becomes leaky or porous, e. G. Due to a defect sealed seam, which should have been noticed before use. Nevertheless, the expiry date of the reported reconstruction nail should have been noticed prior to surgery as it is always to be noticed on the label. According to the sales rep, the implant was consignment inventory at the time of implantation. Since the reconstruction nail was on consignment at the time of surgery, the distribution centre is responsible for the exceeded expiry date which should have been noticed prior to surgery. Evaluation indicates the event being an error on part of the distribution centre. The (B)(4) manager was informed about the case in order to address the issue. The reported assumption that the expiry date might have been obscured due to the sealing seem of the shrink wrap does not exculpate the sales rep from the duty to carefully maintain the consignment stock at the customer, especially as even in a case described above the expiry date is perceptible at a glance. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling by the consignment department. The root cause of the event is not in the field of responsibility of the manufacturer. No non-conformity in terms of product quality was identified.

Event description:
The customer reported that they implanted an out of date implant into a patient, which expired in august 2015. The customer has asked for clarification about the risk of implanting an out of date device. The customer further reported that they have an in house system for monitoring stock dates which are checked periodically in the theatre store and then short dated stock is flagged with a sticker. The stock is also checked immediately prior to use. The surgeon was aware at the point of implantation that the device was out of date but did not have an alternative device of that size and so chose to proceed. In this case, the customer believes that a seam on the plastic outer packaging may have obscured the expiry date and as such staff have missed the fact that this was expired stock during their routine checks and did not 'sticker' the box. The packaging for the product in question has been discarded but an image of similar devices with a similar seam in the same place covering the expiry date has been uploaded in attachments to illustrate the reported issue.